Manufacturer narrative:
Only after the repair and the routine sw update contained therein, the drager service technician was informed about the failure on the patient by the hospital staff. Therefore, no logs are available for investigation. However, by a submitted screenshot of the error message is evidenced, that the device had alarmed at the time of the reported failure. The alarm has been silenced by the user. During the repair the hpsv valves and the cpu board were replaced. The alarm function has been tested and worked without errors.

Event description:
It was reported: during the operation on the patient long-term ventilator evita 4 edition has failed with an error message. After reporting the device restarted automatically. The patient was ventilated in CPAP asb mode. Present nurses immediately took off the evita. The patient was not injured.

Manufacturer narrative:
According to the screenshots of the logbook entries, the device had posted ventilation-related "minute volume low" alarms at 04:07 am and 04:08 am. The first instance was acknowledged by the user due to which the device entered a 2-minutes audio pause state. During this active audio pause the device detected two technical error conditions and triggered a restart as a response to the second one. The second entry pointed to a problem with the valves of the gas mixer unit and thus, both valves were replaced by the dispatched fse. Evaluation of the valves revealed that one was contaminated by foreign particles which resulted in an increase of driving current of the closing mechanism. This current increase has caused a supply voltage drop which was the likely reason for the safety software to trigger the restart. A successful restart will last approximately 8 seconds after which the ventilation will be re-established with previous settings. The second technical error condition - a problem of the primary speakers - can also be explained by temporary breakdown of the supply voltage. The origin of the valve contamination could not be determined conclusively. Draeger medical finally concludes that the device had responded to the error condition as specified by triggering the restart to overcome this deviation and post the corresponding alarm.